Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 84 mg/dl. The customer stated that she had the insulin pump against her belly and was not sure whether the placement made any difference, since she usually kept it on her shorts. Advised the discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.